Manufacturer narrative:
To date, information suggests that this medical device was explanted and has not yet been returned to boston scientific. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific (bsc) received information that this cardiac resynchronization therapy defibrillator (crt-d) was removed from service for an unclear reason and replaced with a non-bsc device. The patient reported no adverse patient symptom, and stated that they did not think there was an issue with this device before it was removed from service. The patient indicated that the reason this device was removed from service was for an issue of fine tuning. Since the nature of the allegation remains unclear at this time, this information will be reported for potential early surgical intervention and possible performance malfunction.